Event description:
During a remote follow-up, post-paced t-wave over-sensing (pptwos) which resulted in pacing inhibition was observed on the device. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that reprogramming was performed, however the post-paced t-wave oversensing (pptwos) still occurred.